Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Nurse reported via phone call that the customer was hospitalized on (B)(6) 2014 with high blood glucose of 205 mg/dl and experienced vomiting. The customer was not wearing the insulin pump at the time of the call. It was found that the insulin pump had a no delivery alarm in the history. It was stated that the alarm occurred prior to the hospitalization. Current blood glucose was 140 mg/dl. Troubleshooting for the alarm was declined and the nurse insisted in getting the device replaced. The device will be returned for analysis.